Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was attributed to depleted battery. When tested with known-good battery, the device powered on and passed all functional tests without issue. No fault found with the device. Claim closed as a battery management issue. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.